Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted across the septum. While keying the clip delivery system (cds) and sgc, the cds was unable to advance through the sgc in the required position. Troubleshooting was performed at the cds was able to be advanced but was 90 degrees off the keyed position. An attempt to remove the cds was performed. However, the cds was caught on the tip of the sgc. It was able to be removed and replaced. The additional cds also experienced the same issues with advancing through the sgc. The physician decided to implant the clip with the cds being mis-keyed 90 degrees clockwise from the blue line. Mr was reduced to a grade of 1. It was noted that there were difficulties removing the second cds. There were no adverse patient effects and no clinically significant delay in the procedure.